Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the nurse stated they were trying to empty the arctic gel pads for a patient to go to MRI, but they were unable to. The screen had a message that says windows delayed right fail. Per follow up information, the device with s/n #dyyjy020 was sent to biomed for repair. They were able to use an alternate device, and the patient completed therapy. It was unknown what was done to repair the reported device, but they did confirm that the unit had two new devices that were both in working order and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to empty the arctic gel pads for a patient to go to MRI, but they were unable to. The screen had a message that says windows delayed right fail. Nurse provided (B)(6). Had nurse power the arctic sun device off, wait 30 seconds, and then power back on. When device turned on, windows error message returned. Informed nurse they will need to send this device to biomed and swap to another device. Nurse was not sure if they have another as, their device was in biomed for repair and this device they borrowed from sicu. Informed nurse if they were able to borrow another device, they can call back for assistance with adjusting settings if needed. Informed nurse since they were unable to empty the pads, the pads will still be filled with water, recommended disconnecting over trash can. Per follow up information received via phone on 05mar2025, it was reported that the device with s/n was sent to biomed for repair. They were able to use an alternate device, and the patient completed therapy. It was unknown what was done to repair the reported device, but they did confirm that the unit had two new devices that were both in working order and ready for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to empty the arctic gel pads for a patient to go to MRI, but they were unable to. The screen had a message that says windows delayed right fail. Nurse provided s/n #(B)(6). Had nurse power the arctic sun device off, wait 30 seconds, and then power back on. When device turned on, windows error message returned. Informed nurse they will need to send this device to biomed and swap to another device. Nurse was not sure if they have another as, their device was in biomed for repair and this device they borrowed from sicu. Informed nurse if they were able to borrow another device, they can call back for assistance with adjusting settings if needed. Informed nurse since they were unable to empty the pads, the pads will still be filled with water, recommended disconnecting over trash can.